Event description:
It was reported that the customer received a motor error alarm while having dinner. The event that led up to the incident was that he was giving himself a bolus. Around the time of the incident, his blood glucose level was 163 mg/dl. During troubleshooting, he was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and that the insulin pump would need to be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched and cracked display window, cracked reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time